Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the lead was oversensing and had high impedance. It was further reported that during the explant of the lead it was noted that the insulation was broken and there was blood in the electrode. The lead was explanted and replaced. No patient complications have been reported as a result of this event.